Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient, on (B)(6)2025, she experienced a skin reaction with redness, inflammation, swelling, drainage, watery, pus and an infection underneath sensor pod area. The patient was taken to the doctor¿s clinic due to the pain and discomfort from using the sensor and after removing it, there was pus and blood on the insertion site. The doctor prescribed an oral antibiotics keflex 10 mg (unspecified duration). The patient was discharged on the same day and was feeling fine after the event. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.